Event description:
On b)(6) 2014, the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) over the past two weeks and that today, the patient experienced bgs between 234mg/dl and 400mg/dl with back pain, pounding heart, and nausea. The patient had reportedly notified their healthcare provider of the bg issues and had been correcting elevated bgs with injections. Troubleshooting determined that the patient had not appropriately primed the tubing, and was therefore not receiving insulin when bolused, as the boluses were filling the tubing since the tubing had not previously been primed with insulin. Customer technical support advised the patient to appropriately prime the pump when changing the infusion set and cartridge. There was no indication or allegation of a pump malfunction. This complaint is being reported because the patient allegedly experienced a hyperglycemic event associated with a priming misuse issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the black box date began on (B)(6) 2015. Due to continuous use of the pump, the information for the complaint has been overwritten. The current black box showed evidence of loss of prime warnings associated with a low non-zero force event. The pump ezprime sequence and a 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test was found to be delivering within the required specifications. The force sensor calibration was found to be in specification. The returned battery cap and returned cartridge cap were used to complete testing with no observed malfunctions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.